Event description:
A volume discrepancy was reported with the actual residual volume less than the expected residual volume. Specific values were not known to the reporter; however it was added that this had happened for last 3 refills. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4)